Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Name and address: (B)(6). Name and address: phone: (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopic lithotripsy and using a ngage nitinol stone extractor, the user opened the outer packaging and discovered that the basket could not open/close normally. This was noted prior to patient contact. The user changed to a new basket from the same lot. Although, during the process of take stone, the basket suddenly could not open and close normally. The user changed the third basket to complete the procedure. No adverse effects to the patient have been reported due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a ureteroscopic lithotripsy and using a ngage nitinol stone extractor, the user opened the outer packaging and discovered that the basket could not open/close normally. This was noted prior to patient contact. The user changed to a new basket from the same lot. Although, during the process of take stone, the basket suddenly could not open and close normally. The user changed the third basket to complete the procedure. No adverse effects to the patient have been reported due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned complaint devices was also conducted. Two devices were returned to cook for investigation, one in the packaging tray and both in open packaging. The handle on both devices could not actuate the basket formation. Both handles were disassembled and both support sheaths were pulled loose from the basket sheath. Evidence of glue was present, indicating proper assembly during manufacturing. Neither basket sheath could be moved to manually actuate the basket formation. Both devices had the basket sheath separate from the yellow support sheath. Cook completed a review of the device history record (DHR). The DHR for the reported lot found 1 potentially relevant non-conformance on 2 devices. However, both devices were scrapped, and the non-conformance report did not contain enough information to determine if they were related or not. A complaint history search found 4 relevant complaints for the reported lot number. However, there is no indication from the investigation of the devices from these 4 complaints that there is a possible issue that affected all devices from the lot. Because there were no confirmed related non-conformances, adequate inspection activities had been established, and there was objective evidence that the DHR was fully executed, it was concluded that there was no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) does not provide any information related to the reported issue. Based upon the available information and results of the investigation, cook has concluded that the cause for the reported issue could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.